Event description:
A malfunction alarm occurred with the pump, indicated by malfunction code 9, but there was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue recurred, which they acknowledged and understood.